Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a sleep/wake button that required multiple presses to wake the device, which was resolved after removing the case and restarting the ilet. Symptoms included no adverse clinical effects. Outcomes included no alarms and no need for medical care. Investigation included troubleshooting and user education performed by customer care. Investigation of this case revealed normal device function after standard troubleshooting, consistent with a potential user interface obstruction from the case rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors mitigated through routine troubleshooting.